Event description:
It was reported that after a procedure to implant a leadless implantable pulse generator (ipg) the patient experienced palpitation, discomfort in the chest, cardiac tamponade from perforation and a pericardial effusion had developed. The patient¿s blood pressure could not be measured and their heart rate had increased. Pericardial puncture was performed for drainage, which stabilized the heart rate and blood pressure. The device needed to be repositioned from its original implant site to find better placement. The recapture cone was not on the same axis and consequently the device was pulled back into the recapture cone by using force on the tether. It was determined that the ipg caught the free wall at the first deployment, resulting in the cardiac tamponade. The physician noted that they did not feel it was a problem with the product but a problem with how the implant procedure is performed. The device remains in use. No further patient complications have been reported as a result of this event.